Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed that there was 9 units of insulin left in the cartridge, and when attempting to deliver a bolus of 1 unit, the insulin gauge showed 0 units. There was no impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed that since the insulin remaining in the cartridge was below 10 units, and the pump generated an out of insulin alarm. The customer confirmed that pump had been functioning as intended since the reported event and will continue to monitor pump performance.